Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: (root cause could not be determined). (B)(4).

Event description:
Physician attempted to deploy an integrity 3.5x15mm stent. Physician reported problems trying to inflate the device and a portion of the contrast solution was reported to have gone into the vessel. The stent could not be deployed and was removed from the patient. A second stent was used to complete procedure. No patient complications were reported.

Manufacturer narrative:
Results: related to operational context ¿ the damage to the balloon material most likely occurred post negative prep and is therefore procedural related, deformation problem. Conclusions: related to operational context ¿ the damage to the balloon material most likely occurred post negative prep and is therefore procedural related. (B)(4).

Event description:
Evaluation summary: initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. A partial longitudinal tear was visible on the outside of the proximal pillow balloon fold. Scratches were visible on the surface of the fold on the proximal side of the tear. Negative prep confirmed a leak. On pressurization of the device the leak was immediately detected. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no evidence of expansion of the stent segments indicating that the balloon leaked immediately on pressurization of the device. Image summary: the images confirm the presence of a lesion in the lad vessel. The images capture the delivery of the integrity stent and contrast is visible leaking from the balloon confirming the event as reported by the account. An unidentified stent is subsequently deployed at the lesion site.